Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-15206). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented to clinic after receiving a patient notifier. Review of session records revealed the device to be at end of service. Premature battery depletion is suspected. Device was explanted and replaced.